Manufacturer narrative:
No button error alarm noted. Unresponsive esc and act buttons due to corroded keypad traces. Unable to perform displacement test due to unresponsive button. Unit had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer and insulin pump falling into water. Customer reported that as a result, all buttons were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.